Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2002 patient underwent anterior decompression l4-5 and l5-s1. Anterior lumbar fusion l4-5 and l5-s1 with two large kit bmp and lt(14 by 23 mm times 4) preoperative, postoperative diagnosis: discogenic low back pain. Per op-notes: ¿at this point, decompression was performed. We, again, elected to use 14 by 23 mm cages. We placed two 14 by 23 mm cages after reaming to 29 and countersunk 4.5 mm. We then placed 6 sponges total in the cages at 4-5 and two laterally. We placed two sponges in each cage at 5-1.¿ no complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.